Manufacturer narrative:
(B) (4). (B) (4). Eval of the returned device found the cutter was bent upward and the blade edge was bent. The exchange sheath was not returned which is an integral component. Without the return of this component, the scope of the investigation is limited. The observed damage on the cutter is consistent with the incorrect installation technique by the user installing the exchange sheath into the hub. During the mfg process of the device, the cutter is checked for proper orientation and damage. Based on the investigation findings, the root cause was improper user technique during the installation of the exchange sheath onto the starclose se device. No mfg or quality issues were detected. Review of the device history record for this lot did not product any findings relevant to this report.

Event description:
Device issue: irregular appearance. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, "at the side of the clip delivery tube, an iron irregularity is seen." Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Through requested, no additional info was provided.